Event description:
Reportedly, an implanted lens was discovered to have a scratch on the optic during a postop visit. The lens was explanted and exchanged with an unknown lens five days postop. Additional information has been requested.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Although requested, a lot number was not provided; therefore, a device history record (DHR) review could not be performed. Additional information was requested, but not received. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however, user-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.